Event description:
It was reported patient presented to the hospital after receiving inappropriate therapy for svt. Patient received several therapies that did not convert the rhythm. No adverse patient events were reported. Programming changes were made to device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.